Event description:
Caller reported a cgm error 42 and the patient did not have the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information. Cts walked caller through pump reset. Caller successfully started their sensor session.